Manufacturer narrative:
The ins tested functionally okay with no impedance issues found. X-ray imaging of the port components with and without leads fully inserted did not find any issues.

Event description:
Information received from the healthcare professional (hcp) via the manufacturer¿s representative reported that during the implant procedure electrodes #8-15 had impedance issues despite repeated attempts to correct. The lead was tested with a multi-lead trialing cable and showed no impedance issues. When the lead was then connected to the implantable neurostimulator (ins) electrodes #8-15 continues to have impedance issues. The lead was then connected to a new ins with the result that there were no impedance issues. The patient status at the time of report was noted as ¿alive ¿ no injury¿. If additional information is received, a follow up report will be sent. Patient weight was asked but not able to be obtained. No symptoms were reported.no further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.